Manufacturer narrative:
Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump being used as the sucker pump displayed an error message during a procedure. To continue the procedure, the back-up sucker pump was used. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump being used as the sucker pump displayed an error message during a procedure. To continue the procedure, the back-up sucker pump was used. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication the field service representative discovered the problem on pump 4 and found the motor control board and motor amplifier board to be the problem. Both boards were replaced and the unit was tested. The unit was placed back into service. Livanova received the board for further investigation. Visual inspection of the motor control board did not show any abnormalities or signs of fluid penetration. Upon functional testing using a gold standard unit s5 roller pump, as a test pump, the reported issue was confirmed. The pumped alarmed and error was present when the motor control board was introduced. The reported issue was reproduced. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue